Event description:
It was reported that 7 bd plastipak¿ syringes either had partially erased scale markings, or no markings at all. The following information was provided by the initial reporter, translated from spanish: "syringes without scale or with partially erased scale."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd plastipak¿ syringes either had partially erased scale markings, or no markings at all. The following information was provided by the initial reporter, translated from spanish: "syringes without scale or with partially erased scale."

Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual evaluation, missing scale marking is observed. A device history record review showed maintenance record related to the incident. Based on the teams investigation, possible root cause is associated with jams in the machine that performs the scale marking. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.